Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using lyumjev brand insulin and the customer used lispro for over 2 days with the same pump supplies. Tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.